Manufacturer narrative:
The insulin pump was not received in manufacture mode. Unable to perform displacement test due to missing retainer. The pump was received with broken battery tube threads, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, missing retainer, missing reservoir tube o-ring, faded serial number label, minor scratches on case, corroded battery tube, peeling end cap address label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was unknown at the time of the incident. Reportedly, along battery compartment and that battery time to time loses connection with pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.